Manufacturer narrative:
The reported event was unspecified lead malfunction. A complete lead was returned in one piece. Electrical testing and visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that patient's left ventricular (lv) lead was explanted due to unknown lead malfunction. The patient status was unknown.